Event description:
The customer reported via phone call being hospitalized due to high blood glucose levels. The customer stated that the insulin pump's buttons got stuck and became unresponsive. The customer's blood glucose was between 600 and 700 mg/dl. The customer did not observe any significant events leading to the keypad issues. She complained of feeling really sick and was treated with an intravenous drip upon admission. The customer was wearing the insulin pump at the time of hospitalization, and her blood glucose was stabilized upon treatment at the hospital. She reported that she would press the buttons and their response would be sporadic. She noted that she sometimes observed bent infusion set cannulas also. She may have accidentally changed from carbohydrates units to exchanges. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
The insulin pump had no button response due to flattened dome switch on act and esc button. Insulin pump was unable to perform functional test including prime, displacement, rewind, basic occlusion, occlusion and excessive no delivery alarm tests due to keypad anomaly. The insulin pump had minor scratches on display window and cracked case near display window corners noted during visual inspection.